Event description:
It was reported to covidien on 4/21/2009 that a customer had an issue with a hemodialysis catheter. The customer reported the tal palindrome catheter had damages in the ultem adapter. The damage involves brittling and breaking of the ultem material. This led to poor fit of the catheter to hd tube sets and even some leaking of the connection. Inserted (B) (6) 2009, removed (B) (6) 2009 and was replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.